Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed information beginning on (B)(4) 2013. The history from the event date was overwritten due to continued use of the pump. The review of the available history showed no errors or alarms related to the event. The daily insulin totals were found to correctly reflect the user¿s programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, evaluation revealed a discolored display screen. A test screen was installed and displayed normally.

Event description:
A nurse reported that on (B)(6) 2011 the patient was hospitalized for chronic obstructive pulmonary disease (copd) and hyperglycemia. She stated that the patient was placed on a steroid drip and was then switched to prednisone, and was on an insulin drip as well as the pump for blood glucose (bg) control. The nurse stated that the patient is very insulin resistant, and her bgs remained around 500 mg/dl while on the pump and insulin drip. She reported the patient was negative for ketones but was experiencing some nausea. The nurse reported that the patient's basal rates had been increased, and the patient was supposed to be giving 50 unit boluses for each meal; she reported that the patient was only giving 0.5 unit boluses instead of 50 units. Customer support reviewed the pump with the nurse and found that all settings and histories were correct. A review of the pump's bolus history confirmed that the patient had been giving 0.5 unit boluses. The patient removed the site/set during the call to customer support, and it was reported that the cannula was bent and there were air bubbles in the cartridge. Troubleshooting indicated that the patient was using cold insulin and was not prepping the cartridge appropriately. Customer support instructed the reporter that room temperature insulin should be used when filling cartridges to avoid possible air bubbles. There was also indication of incorrect technique in infusion set insertions, which may have contributed to the bent cannula. Customer support provided the nurse with instructions on appropriate site/set and cartridge preparation. Customer support concluded that there were no mechanical issues with the pump. The reported bg excursion was likely due to other factors, including use error in using incorrect technique for cartridge and infusion set preparation as well as inadequate boluses. The pump is not being returned at this time, and there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.